Event description:
See also manufacturer report 3004209178-2009-04351. The patient was falling more and experienced a loss of therapeutic effect. It was felt that the leads had moved. Further information is being requested from the hcp.

Manufacturer narrative:
.